Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix received a complaint from a clinic building service coordinator who reported "no upstream alarm". This was discovered during testing, between uses. Operator of device was a testing technician. No medication was being infused. No patient involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and the pump did alarm upstream occlusion 52 times. The pump was then connected to an administration set (hs-008, lot # 2203016) and the upstream occlusion alarm was tested. A 100 ml infusion was started, the proximal end of the tubing was clamped, the complete upstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.